Event description:
It was reported by the endocrinologist (dr felicity pyrlis) on (B)(6)2025 that the patient was hospitalized with diabetic ketoacidosis (dka) the on (B)(6) 2025. The patient provided additional information on the event on (B)(6) 2025. The patient's blood glucose levels was reported to rise overnight and reached 23.3 mmol/l (419 mg/dl) with ketone of 3.5 - 4.5 mmol/l while wearing the pod between 49 and 71 hours. The patient reported the pod had normal operation for 2 days of wear and stopped working overnight on day 3. The pod was removed at the hospital and has since been discarded by the patient. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. Symptoms include vomiting and disorientation. The patient was treated with intravenous dka protocol, including fluids, insulin, glucose, and potassium. The patient was discharged after 24 hours, on 27 november 2025. The patient was treated at box hill hospital, 8 arnold street, victory, 3128, australia.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.